Event description:
The complainant reported that the pt had a gastrostomy tube placed, and three days later the balloon ruptured and the tube fell out.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition procedure includes attempting to obtain all required info from the source.